Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to a procedure performed on (B)(6) 2024. During the procedure, the clips would not fire. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h1: investigation results a resolution 360 clip was received for analysis. Visual and microscopic inspection of the returned device revealed that the clip was received with the clip assembly detached and with evidence of full deployment. No other problems were noted. The reported event of clip failure to release from catheter was not confirmed since the device was returned with clip assembly fully deployed. Upon product analysis it was also observed that the clip had soft deployment, without any activations. It is most likely that operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position or angle, and/or detachment of the capsule due to hitting a surface contributed to the reported observation. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to a procedure performed on (B)(6) 2024. During the procedure, the clips would not fire. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.